Event description:
I purchased paraffin wax candles from (B)(6) and used two on my left ear. I let the second candle burn slightly more than half way because I wasn't noticing any results. When I got up I found my hearing had become much worse and the inside of my ear was covered/filled with chalk like but sticky wax residue from the candle. My ear is in pain and I can hardly hear.